Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The adhesive on the lighting lens had come off. The device evaluation found that the air/water supply cap was loose, the watertightness was not maintained due to holes in the insertion tube, the bending angle was insufficient, the angle knob had play, the curved rubber adhesive was missing, and water was on the electrical connector. Scratches were found on the tip cover, the operation part, the insertion part of the corrugated tube, switch 1, the switch box, the suction cylinder, the operation unit cover, the up/down knob, the up/down angle fixing lever, the right/left knob, the grip, the universal cord, the scope connector side of the univeral cord, the scope connector, and the right/left angle fixing knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera duodenovideoscope had looseness in the water supply mouthpiece. Inspection and testing of the returned device found adhesive peeling off the lighting lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.